Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to protruded and loose drive support disk. Insulin pump received with minor scratches on display window, cracked case on display window corners, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the customer's pump alarmed an error during the prime/rewind sequence. His or her blood glucose was unknown at the time of reporting. The insulin pump is being returned. No additional information was reported.